Event description:
Information received indicates the head section of the bed drifts down.

Manufacturer narrative:
The facility's maintenance cleaned the CPR re-engagement switch assembly to repair the bed.